Manufacturer narrative:
(B)(4).

Event description:
It was reported that when stimulation was turned on the patient experienced abdominal cramping. The patient indicated that the cramping gets better when the device is turned off. The patient was being treated with antibiotics under the assumption that the cramping was caused by an infection, but the antibiotics were not helping. Additional information has been requested, but was not available as of the date of this report.